Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon review, the pacemaker reached elective replacement indicator. Based on previous estimated longevity calculations, premature battery depletion was suspected. On (B)(6) 2018, the device was explanted and replaced. The patient tolerated the procedure well and left in stable condition.